Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 83 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The device was received with scratched lcd window, cracked case display window corner, and cracked reservoir tube lip.